Event description:
As reported by the user facility: reports overinfusion (B)(6) 2011, in oncology unit. Infusion pump set for piggyback infusion with vancomycin. Vancomycin observed free flowing. Drug library used and programmed correctly. Infusion immediately stopped. The rn forgot to save the tubing and bag and discarded it. The pump was sent to biomed. No injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc., is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4). This report has been identified as (B)(4). The MFR's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed. The software version on this pump is g03.